Event description:
This infant had a PICC line in place with intravenous fluids infusing. The rn went to conduct hourly rounding and saw blood on patient's blanket at PICC line site. It was noted that the IV tubing had broken above the actual connection site and was disconnected from the baby. The PICC line had clotted off and risk for infection was elevated. The PICC line was removed.